Event description:
It was reported that when the cement was mixed, using a vacuum mixing device, the cement remained unusually liquid for a longer than normal period of time. At 5.5 minutes it was still very runny. At 8 minutes it was in the femur but still runny. Set at 13.5 minutes.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Remains implanted. If add'l info becomes available, it will be submitted in a supplemental.